Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke into a bunch of little pieces') and post procedural haemorrhage ('bleeding since insertion') in a 38-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for an unreported indication: aviane. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("could not place an insert in her left tube/collapsed tube") and fallopian tube spasm ("collapsed tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and procedural pain ("lots of pain"). The patient was treated with surgery (patial hysterectomy). Essure was removed. At the time of the report, the device breakage, post procedural haemorrhage, complication of device insertion, fallopian tube spasm and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, fallopian tube spasm and post procedural haemorrhage with essure. The reporter considered device breakage and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device breakage, post procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke into a bunch of little pieces') and post procedural haemorrhage ('bleeding since insertion') in a (B)(6)-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for an unreported indication: aviane. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("could not place an insert in her left tube/collapsed tube") and fallopian tube spasm ("collapsed tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and procedural pain ("lots of pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device breakage, post procedural haemorrhage, complication of device insertion, fallopian tube spasm and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, fallopian tube spasm and post procedural haemorrhage with essure. The reporter considered device breakage and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device breakage, post procedural pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. Additionally a usability issue was reported. However, the reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: reporter information, new events "coil broke into bunch of pieces and pain was added". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.